Event description:
User facility reports a pt experienced systemic flushing, labored breathing and decrease in hemotocrit/hemolysis. Pt received 6 units prbc. Pt was hospitalized and discharged. No follow up symptoms since incident.

Manufacturer narrative:
Sections a&b provided by user facility. H10 - user facility provided info. Pt experienced symptoms post receiving .9 ns either for reinfusion or hypotension. Pt dialyzed on baxter CT-190 dialyzer. Pt monitored with critline monitor which uses an in-line disposable device.